Manufacturer narrative:
(B)(4). After battery installation, a "battery failed: insert a new aa battery" message immediately appeared. After taking the boards out of the case and installing them into another known good case, the error message appeared again. After swapping a known good pcba2 onto pcba1 and putting them back into the known good case, the error message finally disappeared. The problem seems to be isolated to pcba2. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the recurring error message.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm and also had insulin flow blocked alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.